Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard red heart alarm at home when connected to power module. When the patient visited the hospital, pump stop was shown on the system monitor and driveline damage was suspected. Log file analysis showed 2 pump stops and 12 low speed advisories. These were linked to potential issues with the percutaneous lead, and it was suggested to keep vad connected to battery power for the time being. Short-to-shield of driveline suspected to be the cause of the alarms and no equipment was exchanged.

Manufacturer narrative:
Correction: patient dob changed from 20feb1994 to 20feb1974.

Manufacturer narrative:
This event occurred at (B)(6) medical . Additional information to the manufacturer's investigation conclusion: the heartmate ii lvas patient handbook contains a section on ¿caring for the percutaneous lead¿; however, all heartmate ii percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In the section titled "how does it work?", table 2 "system controller warning lights and sounds" outlines all system controller alarms as well as how to respond. The heartmate ii lvas IFU contains section 17.3 titled "caring for the percutaneous lead", which outlines indications of percutaneous lead damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10 : correction section d4, h3, h4 : additional information: manufacturer's investigation conclusion: the evaluation of pump confirmed the report of suspected percutaneous lead wire damage on the internal portion of the lead, which could have contributed to the reported low speed/pump stoppage events captured in the submitted system controller log file. The submitted system controller log file showed that several low speed events and two pump stoppages were captured, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power and average pi up to 11.4 watts and 14.1, respectively. The abnormal pump operation occurred only while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead (lead) was returned severed approximately 3 inches from the nipple of the pump housing and the remainder of the lead was returned in two segments measuring approximately 9.5 inches and 25.5 inches in length. Electrical continuity testing of the returned lead segments revealed no wire discontinuities. Examination of the outer silicone sleeve and clear bionate layers of the returned perc lead segments revealed no evidence of damage. Breakdown of the metal braided shield was observed on the internal portion of the lead at approximately 3.5-5 inches from the nipple of the pump housing. Visual inspection of the underlying wires identified breaches in the insulation of the red and brown wires at approximately 3.5 inches from the nipple of the pump housing as well as a breach in the insulation of the green wire at approximately 4.5 inches from the nipple of the pump housing, exposing the inner metal conductors. Hipot testing also revealed an additional breach in the green wire at approximately 5 inches from the nipple of the pump housing, exposing the inner metal conductors. All of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the submitted log file data. The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of at least two of the compromised wires from different phases made simultaneous contact with the braided shield or if the exposed conductors of the adjacent red and brown wires made direct contact with each other while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a pump and controller exchange on (B)(6) 2020 as a result of short-to-shield.

Manufacturer narrative:
Additional information: b5. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.